Manufacturer narrative:
Other, other text: h10 device evaluation: one cadd legacy 1 pump was returned for investigation in used condition. The customers reported problem (exhibition of error code 161) was confirmed during functional testing. The pump was found to be displaying the "1261" error code alarm message when the batteries were inserted. This issue was occurring due to a faulty microprocessor unit board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The aforementioned faulty microprocessor unit board was replaced to address the product problem.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed error 1261. The malfunction occurred during testing.